Manufacturer narrative:
Concomitant product: unksymbotex, unknown symbotex mesh (lot#unk); unknown parietex, unknown parietex product (lot#unk); unknown-vloc, unknown vloc product (lot#unk); unknown tacker, unknown tacker (lot#unk). Title: comparison of two fascial defect closure methods for laparoscopic incisional hernia repair source: hernia (2022) 26:945¿951 accepted: 9 june 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between 2015 and 2020, a retrospective study compared two different methods of hernia defect closure (an open hybrid approach versus a laparoscopically sutured closure) in patients who underwent laparoscopic ventral hernia repair. There were 120 patients in the laparoscopic group and 44 in the hybrid group. Group one consisted of patients who underwent purely laparoscopic defect closure. The fascia of the hernia defect was closed under reduced pneumoperitoneum using either a running barbed suture or interrupted figure-of-eight knots with prolene sutures. Group two included patients who underwent hybrid open defect closure. The abdomen was re-insufflated and a laparoscopic technique was resumed to anchor the mesh into place with a single or double crown of permanent tacks using a protack 5 mm fixation device. Both groups had laparoscopically placed intra-peritoneal mesh. Symbotex composite mesh or parietex optimized composite mesh was used for all patients. Post operative complications included: seroma, hematoma, pain, and hernia recurrence. It is not specified if interventions were required.